Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-05467. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the t12 and l2 leads to be fractured.

Manufacturer narrative:
Date of event is estimated.